Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated the patient was reported to have passed away from unrelated causes on (B)(6) 2025. All evidence indicates the pacemaker remains in situ and the suspected premature battery depletion was not thought to have played a role in their passing. All evidence indicates the pacemaker remains in situ and no adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.